Event description:
Customer's family member called to report that family member was not able to prime the pump. Troubleshooting was performed. Insulin was not exiting and the lead screw was not rotating.